Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at commencement of surgery, the diathermy was moved by the handle closer to the patient to be connected. Upon movement of the unit, there was a very loud bang and the nurse received minor shock on the hands. The unit was then unplugged and removed from the room and rendered unusable. Replacement unit was used to complete the case.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. Details regarding a visual inspection were not provided. The investigation isolated the failure to the power supply. Details regarding the repair were not provided. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.